Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. During the evaluation of the device at third-party service center, visible foam particles were found and the device was scrapped.

Manufacturer narrative:
H3 other text: serviced by third party service center.